Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Additional information received from the physician/author also stated that the predominant gender for the study population was male. Updated data: added male gender. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: jimenez diaz va et al. Transcatheter aortic valve replacement in very large annuli with the 34mm self-expanding corevalve® evolut r: prospective multicentre registry. Journal of the american college of cardiology. 2019 oct;74(13): suppl b740. Doi: 10.1016/j.jacc.2019.08.892. Epub 2019 oct 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis the clinical characteristics and in-hospital outcomes of patients with severe aortic stenosis and large aortic annuli who underwent transcatheter aortic valve replacement with the largest self-expanding transcatheter valve currently available. All data were prospectively collected from 8 centers. The study population included 157 patients (mean age 81 years), all were implanted with 34 mm medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, the in-hospital mortality rate was 0.6%. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve implanted due to migration of the initial valve toward the left ventricle, permanent pacemaker implantation, disabling stroke, moderate or greater residual aortic insufficiency, major vascular complications, and bleeding. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.